Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation of the pacemaker, the device was found to be pacing asynchronously in doo setting at a rate of 100 beats per minute (bpm). When the magnet response was turned off, the patient returned to an intrinsic rate of 60 - 70 bpm. No magnet was found anywhere on the patient's person or room. The patient was moved to a different room to rule out any environment interference. The device was interrogated and the patient was in normal sinus rhythm. Once the magnet response was turned on, the device went into the anomalous settings again. Troubleshooting was performed unsuccessfully. The magnet response was ultimately turned off. The patient did not report any symptoms but stated he felt a little better after normal pacing rate was restored. The physician elected to continue to monitor the patient for heart failure until the device can be upgraded.